Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device was dropped, resulting in a cracked screen and an unresponsive display; a replacement device was provided and the original device was returned. Symptoms included no reported adverse clinical effects. Outcomes included no impact to the patient beyond the device malfunction. Investigation included a device evaluation focused on the display hardware and associated user interface functionality. Investigation of this case revealed physical damage to the screen consistent with accidental impact, with loss of touch/display responsiveness. It was concluded that the device experienced a user-induced hardware failure of the screen, and replacement resolved the issue.